Event description:
The reason for the call was the patient reported that their controller was not holding a charge and that they were receiving the message system problem rm04 cannot continue please call medtronic. Patient stated that they were in a lot of pain because they do not have their controller. Patient mentioned that they have lost weight and the implant is hurting them. Patient stated they already spoke with their hcp and mentioned that the implant needs to be replaced and placed deeper in their body. For the event date, patient stated probably they'd say (B)(6). The patient was redirected to their hcp regarding their pain. Additional information was received from the patient. The patient stated that they were receiving a letter regarding the pain they were experiencing due to weight loss. When asked about the cause of the pain and implant hurting after weight loss, the patient stated that they could still feel the battery (ins) when they were "heavy," but after losing weight, it became more prominent, moves up and down, and feels loose. When asked about the steps were taken (or will be taken) to resolve the pain and implant hurting after weight loss, the patient stated that they were currently working with their healthcare provider (hcp). The issue has not been resolved yet. The patient stated that the healthcare provider (hcp) wanted to perform an MRI, which was scheduled for (B)(6). The patient also mentioned that the hcp plans "to go lower inside," replace the current medtronic device, and keep the same leads. Agent reviewed the information and redirected the patient to their healthcare provider (hcp) for further assistance. Agent sent a request to repair to replace the shipping label.

Manufacturer narrative:
Adc investigated this issue and determined that the freestyle libre 3 plus sensor associated with this complaint may not meet product design specifications and may produce low glucose readings which are not clinically acceptable. This product has been determined to be within the scope of the investigation conducted under qr1081093. This issue was addressed in the field by adc fa1002-2025. H7 - other remedial action: fsca - ad, at, be, ca, de, dk, fi, fr, it, lu, nl, nz, no, sm, es, se, ch, UK. If product is returned, no further investigation actions are required as this issue is confirmed to be in the scope of adc fa1002-2025. All pertinent information available to abbott diabetes care has been submitted.